Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a generator changeout due to normal elective replacement indicator, externalized conductors were observed on the lead. No electrical anomalies were detected. The patient was asymptomatic and stable before, during, and after the procedure. No resolution was recommended. The patient will continue with routine follow-ups.